Event description:
New information received on aug 17, 2018, indicates that the right ventricular lead had an insulation issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the hospital after receiving appropriate shocks that were ineffective. The patient was referred to another hospital where the right ventricular lead was removed and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.